Manufacturer narrative:
It was reported that the patient developed a rash to her chest, arms, flanks, and across her lower ribcage area after coming into contact with the adhesive on surgical drapes during a procedure. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient developed a rash to her chest, arms, flanks, and across her lower ribcage area after coming into contact with the adhesive on surgical drapes during a procedure.